Event description:
Rptr is 100% disabled from chronic pain due to "defective" & ruptured breast implants. Other problems include foreign body reaction, "rejection", bleeding from nipples, torn skin flap at implant site resulting in exposed implant, infection, inflammation and drepression. 1st set of implants placed dec 15, 1976 and removed 4-10-78. 2nd set implanted 8-26-1980 and explanted 6-29-94.